Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor was able to power on. However, upon investigation extensive corrosion was found inside the monitor enclosure on multiple components and connectors. The cause of the intermittent ability to power on was the corrosion on the pca components and connectors. The cause of the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.